Event description:
PICC placed on [redacted date]. On [redacted date] (while at hospital for unrelated issue), patient noted to have difficulty flushing/ drawing from PICC line, with some leaking noted at biopatch. IV therapy nurses and PICC pa examined the line, tpa was administered, and line functioned well again prior to discharge. At home that evening ([redacted date]), patient reports line was sluggish/ would not draw back, but he still administered his antibiotic dose. He then felt a burning sensation under the skin near his PICC insertion site. He presented to the metabolic support clinic on [redacted date] for PICC replacement. When provider removed the existing PICC, it was observed to have a crack at the 2cm mark. Bd 4f powerpicc solo, lot #rejn3885.